Event description:
A doctor alleged that the maxcem elite was setting up too quickly while seating a crown. This is the second of three (3) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots of maxcem elite which were associated with the product setting too quickly, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include lot numbers 4720564 and 4720558. The doctor could not recall patient or incident details. Th ecotor tapped the holes a second time and re-cemented the post using maxcem elite, without further incident. To date, the patient is doing fine. The lot numbers 4720564 and 4720558 have been identified as affected lots which are part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.